Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not engage, and the indicator monitor did not activate before the device was withdrawn. Manual compression was applied to achieve hemostasis, and the procedure was successfully completed. There was no reported patient injury. The indicator wire and sheath showed no visual damage or resistance during use. The sheath was not kinked, and the exoseal device connected without difficulty. Although the audible click was approved, concern was noted regarding a gap between the hemostatic valve and sheath adapter upon withdrawal. Pulsatile flow was observed from the bleed-back indicator, and the exoseal device and sheath were retracted together until bleed back slowed or stopped. No black or red color was seen in the indicator window during retraction, which was facing up. The indicator window did not change at all. The physician¿s thumb was not on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was not deployed outside the patient¿s body. The procedure was performed using a retrograde approach. The device was used following coronary angiogram (cag) via the femoral artery without replacing the sheath, utilizing the initial short sheath. A 5f non-cordis short sheath was used. The femoral artery's suitability and vessel diameter (=5mm) were confirmed on angiography, with an insertion angle between 30-45 degrees. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis >50%. The target site had not been closed by any device or manual compression within the past 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The operator was trained in the use of the device, which was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was received not locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was received in the black/white position. No additional anomalies were observed during the visual analysis. A deployment simulation evaluation was performed, after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and expected plug deployment. The indicator window subsequently transitioned to the black/white/red position. A high-magnification microscopic evaluation was executed to assess the indicator wire loop. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18293557 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the cowling guard was locked, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire engagement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the anchor of a 6f exoseal vascular closure device (vcd) did not engage, and the indicator monitor did not activate before the device was withdrawn. Manual compression was applied to achieve hemostasis, and the procedure was successfully completed. There was no reported patient injury. The indicator wire and sheath showed no visual damage or resistance during use. The sheath was not kinked, and the exoseal device connected without difficulty. Although the audible click was approved, concern was noted regarding a gap between the hemostatic valve and sheath adapter upon withdrawal. Pulsatile flow was observed from the bleed-back indicator, and the exoseal device and sheath were retracted together until bleed back slowed or stopped. No black or red color was seen in the indicator window during retraction, which was facing up. The indicator window did not change at all. The physician¿s thumb was not on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was not deployed outside the patient¿s body. The procedure was performed using a retrograde approach. The device was used following coronary angiogram (cag) via the femoral artery without replacing the sheath, utilizing the initial short sheath. A 5f non-cordis short sheath was used. The femoral artery's suitability and vessel diameter (=5mm) were confirmed on angiography, with an insertion angle between 30-45 degrees. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis >50%. The target site had not been closed by any device or manual compression within the past 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The operator was trained in the use of the device, which was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18305230 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator wire-damaged loop" could not be observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that an 5f sheath was used with the 6f exoseal vcd during the procedure. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Neither the product analysis, the device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the anchor of a 6f exoseal vascular closure device (vcd) did not engage, and the indicator monitor did not activate before the device was withdrawn. Manual compression was applied to achieve hemostasis, and the procedure was successfully completed. There was no reported patient injury. The indicator wire and sheath showed no visual damage or resistance during use. The sheath was not kinked, and the exoseal device connected without difficulty. Although the audible click was approved, concern was noted regarding a gap between the hemostatic valve and sheath adapter upon withdrawal. Pulsatile flow was observed from the bleed-back indicator, and the exoseal device and sheath were retracted together until bleed back slowed or stopped. No black or red color was seen in the indicator window during retraction, which was facing up. The physician¿s thumb was not on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was not deployed outside the patient¿s body. The procedure was performed using a retrograde approach. The device was used following coronary angiogram (cag) via the femoral artery without replacing the sheath, utilizing the initial short sheath. A 5f non-cordis short sheath was used. The femoral artery's suitability and vessel diameter (=5mm) were confirmed on angiography, with an insertion angle between 30-45 degrees. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis >50%. The target site had not been closed by any device or manual compression within the past 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The operator was trained in the use of the device, which was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.